Event description:
A trilogy 202 ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's obm pca was replaced to address the issue.